Event description:
The customer reported that the unit failed to charge the battery.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to charge the battery. There was no report of patient involvement. The unit was evaluated locally by a philips field service engineer and the failure was verified. Replacement of the power pca resolved the failure.